Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported a false negative architect hbsag confirmatory v.1 result generated by the architect i2000sr processing module for one patient. The same sample was retested, yielding a positive result. The following data was provided: (B)(6) 2026 architect hbsag = 0.1 iu/ml (reactive) architect hbsag confirmatory v.1 results: r2 = 0.89 s/co, % neutralization = 156.8% final interpretation: not confirmed (B)(6) 2026 architect hbsag = 0.05 iu/ml (reactive), 0.09 iu/ml (reactive) architect hbsag confirmatory v.1 results: r2 = 1.36 s/co, % neutralization = 126.7% final interpretation: confirmed historical hbsag result six years ago: 22 iu/ml (reactive) no impact to patient management was reported.